Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after it was implanted, this right ventricular (rv) lead was unable to convert the patient's rhythm. Additional information stated the failure was attributed to the lead's position selected at implant. The lead was successfully repositioned and operated as expected after reposition. The rv lead remains in service. No additional adverse patient effects were reported.